Event description:
It was reported that the asymptomatic patient presented for follow up. Upon interrogation, the pulse generator was found to be in backup vvi mode. After a software download the device was restored to normal function.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented on (B)(6) 2017 in backup vvi mode. After a software device download was successful, the device resumed normal function. The issue was resolved.